Event description:
The service repair tech reported that during routine testing of the device at the service ctr, the blood parameter monitor (bpm) failed high potential (hi-pot) testing. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The power supply was replaced, the unit passed all required testing and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.